Event description:
The customer reported that while the iabp was in use on a patient, after 15 minutes, the iabp generated a beep sound and shut down. The customer attempted, unsuccessfully, to reboot the iabp. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The iabp is under evaluation by a company service representative. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).